Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had a revision of the battery pocket about 2 months ago because the battery shifted toward her spine. Patient added she also had another wire put in to get better coverage. No further complication and events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the revision resolved the ins shifting. No further complication and events were reported.